Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00906.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery to treat a pulmonary arteriovenous malformation (pavm) using a lantern delivery microcatheter (lantern) and pod6¿s. During the procedure, while attempting to advance a lantern into the patient¿s body using a non-penumbra sheath, the physician inadvertently kinked the lantern. Without realizing that the lantern had kinked, the physician attempted to advance a pod6 through the lantern; however, resistance was encountered and subsequently, the pod6 unintentionally detached. Therefore, the entire system was removed. The procedure was completed using another microcatheter and additional pod and pod packing coils. There was no report of an adverse effect to the patient.